Manufacturer narrative:
Unit received no button response due to corroded keypad traces. Pump received button error alarm due to corroded keypad traces.no moisture damage found inside the pump. No constant tone during monitored. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that her child's insulin pump alarmed button error after being in the swimming pool. Customer also indicted that there is a constant audible tone that cannot be cleared. Child's blood glucose was 107 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.